Event description:
During priming of the device for a cardiopulmonary bypass procedure, the user reported that the back flow alarm came on when the perfusionist clamped the tubing. As a result, an alternate device was employed. The user tried another flow sensor and it worked properly. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.

Manufacturer narrative:
Eval in progress, but not yet concluded. A supplemental report will be submitted should info be received that would impact this initial report.